Manufacturer narrative:
No patient present. Device lot # and mfg date are not available at time of this report as device has not yet been returned. A new clamp was sent to the site for issue resolution.

Event description:
A medtronic representative reported that the spine clamp closing screw was worn. No further details were provided. No patient involvement.